Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered an appropriate 41 joule shock to convert the rhythm. The delivered shock then initiated an atrial arrhythmia. A subsequent 41 joule shock was then delivered and converted the atrial arrhythmia, however, the shock was considered inappropriate. The physician inquired why a shock was delivered for an atrial arrhythmia. Technical services (ts) reviewed the stored episode and discussed that the episode was redetected post shock in the vt-1 zone, and the post shock discriminator is turned off. Ts then discussed the application of detection enhancements at the end of duration for initial detection and redetection. Ts recommended turning on post shock detection enhancements and decreasing the stability to prevent inappropriate shocks in the future, however, the device was noted to have operated appropriate per programming. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is being filed to correct field: h6: device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered an appropriate 41 joule shock to convert the rhythm. The delivered shock then initiated an atrial arrhythmia. A subsequent 41 joule shock was then delivered and converted the atrial arrhythmia, however, the shock was considered inappropriate. The physician inquired why a shock was delivered for an atrial arrhythmia. Technical services (ts) reviewed the stored episode and discussed that the episode was redetected post shock in the vt-1 zone, and the post shock discriminator is turned off. Ts then discussed the application of detection enhancements at the end of duration for initial detection and redetection. Ts recommended turning on post shock detection enhancements and decreasing the stability to prevent inappropriate shocks in the future, however, the device was noted to have operated appropriate per programming. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.